Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on the date of the report, he experienced an inaccuracy at the low end that resulted in a hypoglycemic event. The patient reported that he was tested by the paramedics and his blood glucose was 34 mg/dl when the dexcom read 75 mg/dl. The patient reports that the low alert for the dexcom cgm was set at 75 mg/dl and it alarmed at 75 mg/dl. The patient reported that paramedics administered glucagon to him. The patient reported having a sore hip.at the time of the call to dexcom technical support, the patient was in fine condition.